Event description:
It was reported that the customer's insulin pump was squirting out insulin each time she would prime. Customer's blood glucose was not known. The drive support cap was not loose. The customer never noticed a gap between the piston and the reservoir and the was no liquid noted on the tubing connector. During troubleshooting, insulin continued to exit the tubing after the button was released. Customer also mentioned that the battery compartment was corroded and she was receiving low battery alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.